Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient underwent a transplant. During the transplant/lvad explant procedure, a kink in the outflow graft was noted as an incidental finding. Patient¿s low flow alarm threshold was lowered to 2 at previous center due to symptomatic low flows. At the time of transplant, low flows had decreased but not resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft kink could not be confirmed through this evaluation, as no photos of the kink were provided and the pump was not returned. The reported low flow alarms could not be confirmed as no log files were submitted for analysis. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The current revisions of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1, "introduction," provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures", provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 further cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The outflow graft kink was the cause of the low flow alarms.